Event description:
Overdelivery reported. The pump was set to infuse morphine 10mg/50ml at 1 ml/hr via pump line d. A new container was started at 5 pm. The pt was noted to be sleepy at 7 pm. At 8 pm the device alarmed and the nurse noted the IV container was empty. The device programming was reportedly confirmed as correct by 2 rns. The pt was sleepy, but her respiratory status and vital signs remained within normal limits. No medical intervention was required, the morphine effects were allowed to wear off and there were no adverse sequelae reported.